Event description:
It was reported to philips that the system was unable to boot, stalling and asking for a disk to finish the boot. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot. A philips field service engineer (fse) inspected the system on-site and suspected issue with hard drive interface likely due to the backup hard drive. The fse disconnected the backup hard drive, after which the system booted up. To resolve the issue, the fse replaced the hard drive. The system was returned to use in good working order and ready for clinical use. Further analysis of the hard disk drive was not performed as the part is not available. The codes were updated based on the investigation outcome.